Event description:
The user received a discrepant troponin t result for one pt sample that was discovered when the doctor questioned the result. The pt had been released and he was not expecting any abnormal results. The initial result was 0.160 ng per ml at 20:46 on the primary 75 x 13 mm edta tube. The repeat result was less than 0.010 ng per ml at 21:58 in the same tube. The second repeat was less than 0.010 ng per ml at 22:40 in a (B) (6). All testing was performed on (B) (6) 2009. No info was provided to determine if the pt was adversely affected. If additional info is received, appropriate notification will be provided.